Manufacturer narrative:
Unable to verify complaint.

Event description:
A nurse was performing a routine shift check on a unit at 200j and rec'd an unintended delivery of energy. The nurse indicated that she was using proper technique to discharge the unit. The nurse did not receive any burns or reddening and therefore did not receive any treatment. There was no adverse effect on the nurse.